Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. The pump was unable to perform any tests due to blank display. The pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump fell into the water. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.